Event description:
Meter name: fast take, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: thirsty. A patient reported they kept trying to test with meter. Their meter allegedly would only prompt message "error 2". The result on the pt's meter was: results unknown. There is no comparison for the time difference between patient's meter. Treatment was: not treated. No further info has been reported.